Manufacturer narrative:
Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A review of the DHR did not identify any manufacturing deviations or non-conformities relevant to the reported issue. No additional information received. If additional information is received it will be evaluated for reportability as required. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.

Manufacturer narrative:
There was no patient involvement. (B)(4). The service representative replaced the speed potentiometer and performed a functional check and test run. No further issues were noted. The replaced device was scrapped. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer for the s3 roller pump were found to be out of tolerance. This issue was discovered by a sorin group field service representative during routine maintenance. There was no patient involvement.